Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on the oncology unit during a sodium bicarbonate infusion, the set came apart and leaked at the upper blue fitment. As the pump door was opened, fluid sprayed, however no user or patient harm occurred. The patient had been receiving maintenance sodium bicarbonate in between high dose methotrexate infusions, and a new bag of sodium bicarb was set up just after the event to continue therapy. There was no information provided to indicate an IV push had been administered prior to the event. No patient or user harm was reported.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, ndc 0338-0013-04, lot y274043, exp june2019 sterile water for injection. The customer¿s report that the set came apart and leaked at the upper blue fitment was confirmed to be a separation at the silicone pump segment. Visual inspection observed that the separation occurred between the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set and no ring retainer indentation was observed around the end of the silicone pump tubing where the separation occurred. The silicone pump tubing was found to be within measurement specification. Functional testing could not be performed due to the separation. The root cause of the separation could not be definitively determined.

Event description:
The customer reported that on the oncology unit during a sodium bicarbonate infusion, the set came apart and leaked at the upper blue fitment. As the pump door was opened, fluid sprayed, however no user or patient harm occurred. The patient had been receiving maintenance sodium bicarbonate in between high dose methotrexate infusions, and a new bag of sodium bicarb was set up just after the event to continue therapy. There was no information provided to indicate an IV push had been administered prior to the event. No patient or user harm was reported.